Manufacturer narrative:
The product is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Manufacturer narrative:
One sample of a disposable shiley tracheostomy tube was received for evaluation. A visual inspection was conducted, and it was observed that the cuff exhibited a small tear. An inflation/deflation test was performed using a syringe with 15cc of air applied to the cuff. It was observed that the cuff deflated immediately. The customer reported failure mode tear in the cuff was confirmed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, once the shiley tracheostomy tube cuff was inflated, it would not remain inflated, and leaked during ventilation. De-cannulation and re-installation of a new device was required. There was no reported patient injury, and the current status was reported as stable. No additional information related to the patient is available.